Event description:
It was reported that a no disposable pump won't run message occurred. The rate was 1.3 and the reservoir volume was 60 milliliters (possibly reset). The given amount was 45.6 milliliters. Green flow stop and air in line was noted. The patient was not affected. A call was received. The pump was alarming no disposable pump won't run. The patient's son stated that the pump had been alarming most of the night. The patient's son was assisted on how to silence the alarm and pump settings were reviewed. The medication was verified and the patient has an appointment to have the pump removed. The pump had approximately 46 hours. Reset was possibly accidental. The patient was instructed to power the pump off/on and to attempt to restart but the pump alarm reoccurred. The pump was powered off, tubing was clamped and the cassette was removed. Green flow stop was noted. The patient stated that air bubbles were present in the tubing of the cassette. The patient was instructed to massage the tubing and to gently tap the cassette on a hard surface. The cassette was reattached. The tubing was unclamped and pump was powered on. The pump was attempted to be restarted but alarm returned. The pump was powered off and troubleshooting steps were repeated but the pump alarm persisted. The patient was instructed to clamp tubing closest to the port. The patient was advised to call the clinic for further assistance and to explain the medication stopped due to the pump alarm. The patient understood. The patient was encourage to call the hotline for future concerns or needs. Returned goods authorization was placed on the pump.

Manufacturer narrative:
Catalog number, UDI # and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.